Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were noted.

Event description:
Related manufacturer reference number: 2017865-2021-07013. Related manufacturer reference number: 2017865-2021-07015. It was reported that patient presented to emergency room on (B)(6) 2020. An echocardiography was done and it was found that there was a mass on the prosthetic valve. A blood culture was performed and the result was positive for cocci and it was found that there was valvular vegetation. It was confirmed that patient had mechanical valve infection endocarditis, and the physician decided to explant the dual chamber pacing system. The patient was discharged a few days later in stable condition.